Manufacturer narrative:
Device evaluation: results - no actual sample was returned for evaluation. Photos of the used device were returned. Photo evaluation revealed a broken catheter. According to the returned photos, it is suspected that the broken catheter was a resulted of being pierced by the needle. As no actual sample was returned, the broken section cannot be detected under microscope, so exact determination cannot be made. A review of the device history record revealed no abnormalities during the manufacture of the reported lot number 5075264. Catheter tensile test was performed on five retention samples from the sample lot number and no abnormalities were found. Conclusion - according to customer feedback, the product was packaged well and no abnormalities were found before insertion and during priming, which reveals the catheter was intact prior to use. There are no factors in the manufacturing process that would cause this defect and there is 100% final visual inspection. This complaint is not related to manufacturing. According to the incident verbatim, the needle was reinserted into the catheter after an initial failed attempt to cannulate the vein and a second attempt was made. The IFU for this device indicates "never reinsert the needle into the catheter, as it may damage the catheter". A potential root cause for this incident is reinsertion of the needle into the catheter.

Event description:
It was reported that on the nurse was inserting the suspect device on a patient who was being prepared for a caesarean section. No abnormalities were noted during priming. The nurse attempted venipuncture to the left hand but failed. She then removed the device and made a second attempt but failed. When the nurse removed the device after this attempt, she found about 1.5 cm of the catheter missing. The patient had an ultrasound but the missing piece was not detected. After about one hour, the missing piece was found under x-ray and it was then surgically removed.

Manufacturer narrative:
Device evaluation: result - one used device with the unit package was returned to the manufacture site. A microscopic evaluation was performed and a v-shape on the cross section was noted. This is a similar shape as the simulation test of catheter break caused by pierce through that was performed by the plant. Conclusion - this incident is not manufacturing related. The returned sample shows the same v-shape as the needle pierce through from the plant simulation. A potential root cause for this incident is reinsertion of the needle into the catheter.